Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 460 mg/dl. Customer treated high blood glucose by changing reservoir, site and insulin and insulin pen. Customer declined troubleshooting stating that a shift in the weather affected blood glucose.